Manufacturer narrative:
Reliability analysis inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 137 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer removed the cannula and confirmed it was bent. The sensor will be returned for analysis.